Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2017 with the following findings: during investigation, the pump continued to reboot upon battery insertion. The display remained blank. The pump was opened to find moisture on the internal components causing a short circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.